Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain and discomfort at the ipg site after significant weight loss and multiple falls. Surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was relocated to the left flank resolving the issue.